Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Was the fixation tab intact when the suture was placed in the patient? Please describe the surgeon initial technique with placement of suture: how the surgery was completed? Was there any adverse consequence associated with the patient? Trade name: irgacare¿. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the tab of the barbed suture was torn off while suturing the fascia. No adverse patient consequences were reported. Additional information was requested.